Event description:
It was reported that premature battery depletion, safe state, battery reset message occurred. A few weeks ago the pump showed eri= 1 month. Now the pump switched into safety mode. No alarm occurred and eri<(><<)> 1 month displayed. No diagnostics were performed. The pump was replaced. The patient experienced pain, under dose symptoms. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient received a new pump and the patient status was indicated per the reporter as now ¿ok¿.

Event description:
Additional information later reported the patient received a new pump (B)(6) 2013.